Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when removing the delivery system, the capsule was still attached. Fell off when touched with a finger. The patient was not injured following the procedure.